Event description:
The ultrasonic air bubble detector allegedly did not detect air in the venous line. The operator stopped the procedure; there was no pt injury or medical intervention. The gambro technical svc rep was able to duplicate the failure.